Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device: essure coil ¿moved or shifted") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy-partial hysterectomy) and surgery (hysterectomy with bilateral salpingectomy-partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, dysgeusia, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new event: menorrhagia, device dislocation were added. Reporter, patient demographic information added. Pregnancy outcome updated. Processed with fu1. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device: essure coil ¿moved or shifted"), menorrhagia ("abnormal bleeding (menorrhagia)") and pregnancy with contraceptive device ("pregnant") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's concurrent conditions included hypertension since 2016. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("painful menstrual cycle"). In 2013, the patient experienced dysgeusia ("metallic taste in her mouth"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy-partial hysterectomy), surgery (hysterectomy with bilateral salpingectomy-partial hysterectomy) and surgery (ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, menorrhagia, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, dysgeusia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results: results was informed patient that the test confirmed her tubes were completely closed. Most recent follow-up information incorporated above includes: on 30-jul-2018: follow-up 3 received on 30-jul-2018 was significant but bi-mistakely it goes as nonsignificant. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), dysgeusia ("metallic taste in her mouth") and vaginal haemorrhage ("heavy vaginal bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, dysgeusia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.